Event description:
The customer reported no image on endoeye flex deflectable videoscope. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was not confirmed. The device evaluation also noted the following findings: scratch on the bending section cover, chip on the adhesive of the bending section cover, scratch on the control, switch button one, angulation lever, grip, light guide cover glass, and video connector, peeling label on the light guide connector, deformed light guide connector, damage to the lock engagement lever and broken wires in the bending tube blade exceeding the standard value due to excessive squeezing of the bending section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.